Manufacturer narrative:
Supplemental submitted to document device evaluation results.

Event description:
It was reported that the device was leaking after cleaning at the user facility. The procedure was completed successfully and there were no adverse consequences associated with this event.

Event description:
It was reported that the device was leaking after cleaning at the user facility. The procedure was completed successfully and there were no adverse consequences associated with this event.